Event description:
Patient reported one of her cassettes wasn't working. No other information available. Did the reported product fault occur while in use with the patient? Unknown; is the actual device available for investigation? No; did we replace cassette? Unknown; did the patient have a backup cassette they were able to switch to? Unknown; was the patient able to successfully continue their infusion? Unknown; is the infusion life-sustaining? Unknown; what is the outcome of the event? Unknown. Reported to (B)(6) by pt/caregiver.